Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system produced low speed and low flow alarms while the lvad was connected to the power module. The patient was asymptomatic during the events. It was also reported that the patient¿s driveline had rescue tape over an area of concern on the driveline. The manufacturer¿s technical services reviewed the submitted log file and observed multiple pump stoppages and speed drop events which only appear to have occurred while the pump was connected to the power module. X-ray images submitted were unremarkable. It was reported that the vad clinician declined a percutaneous lead (driveline) evaluation/replacement, and instead requested an ungrounded power module patient cable to be provided. No additional information was provided.

Manufacturer narrative:
The reported damage to the outer silicone sleeve of the patient's driveline was confirmed based on submitted photos. The report of low speed/pump stoppage events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the interruptions in pump function could not be conclusively determined. The log file captured multiple low speed events and pump stoppages between (B)(6) 2016, which were associated with low speed advisory/hazard alarms as well as scattered low flow hazard and driveline disconnected alarms. In addition, several elevations in pump power were recorded during the abnormal pump operation (up 15.3 watts). The interruptions in pump function occurred while the patient was operating on the power module only and appear consistent with a potential driveline wire compromise; however, driveline wire damage could not be confirmed because the product remains in use. Information provided indicated that the center declined a driveline evaluation and external replacement. An ungrounded patient cable was requested and shipped to the customer. The patient remains ongoing on vad support using the ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.